Event description:
The customer reported the blower operation is intermittent at start up, sometimes the blower does not spin although parameter screen is visible. There was no patient involvement. The remote service engineer (rse) spoke with the customer who noted an instance of "air valve stuck closed" was found in the log and blower replacement is not expected due. The rse advised the customer to replace blower valve to correct issue, if problem persists replace blower, provided part and price. Further information is pending.

Manufacturer narrative:
Multiple attempts to retrieve device repair or diagnostic information have yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The root cause cannot be determined in the assessment of this complaint due to the lack of further information furnished by the customer. If additional information becomes available at a later date, a supplemental report will be submitted.